Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted. Excessive vault was observed where he had/has to remove/replace. Additional information has been requested but none has been forthcoming. Claim # (B)(4).

Event description:
The reporter indicated that implantable collamer lens was implanted, removed, and replaced from patients eye due to excewssive vault. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).